Event description:
The doctor reported that the patient was admitted to the hospital for dka and the battery cap could not stay on the pump. No other information was provided. Animas attempted to follow up with the doctor to obtain additional information but was unsuccessful. No other detail was provided.

Manufacturer narrative:
Model # ir1200/ir1250/2020/otp battery cap. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.